Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a routine generator change. Upon interrogation and prior to the procedure, the right ventricular lead was found to have low sensing amplitude. The lead was explanted and replaced on (B)(6) 2021. Patient was in stable condition before, during, and after the procedure.